Event description:
It is reported that the pt was revised for worn implants.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the articular surface exhibits heavy wear to the posterior half of the condyle bearing surfaces. The patella was returned in two pieces with the patella plate separated from the patellar dome. The dome is heavily worn with some visible cracks along the outer edge of the device. The plate has some bone tissue/cement retained on the fiber metal. Additionally, the plate shows some evidence of being cut/ground as both pegs appear to have been cut approx half way through. No other complaints have been received against these items for same or similar conditions. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the prod and/or lot numbers required for retrieval were unavailable. The devices meet specifications as measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based in the available info.